Manufacturer narrative:
(B)(4). Visual analysis revealed that the entire suture with dart was missing from the blue with white stripe dilator and was not returned indicating that the lead suture broke. The small amount of suture remaining at the distal end of the dilator was frayed. The dilator was also damaged at the distal end. Further analysis revealed no damage to the capio suture capturing device. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle cleanly detached when the capio was fired into the ligament and was retrieved through a gloved hand. The procedure was completed with another of the same device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the needle cleanly detached when the capio was fired into the ligament and was retrieved through a gloved hand. The procedure was completed with another of the same device. There was no serious injury reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.